Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer reported via phone call indicating that they have difficulty removing the introducer needle from the senor after insertion. The patient's blood glucose was unknown at the time of the call. The customer sent the sensor back for analysis.

Manufacturer narrative:
A complete analysis and testing of 1 opened and used enlite sensor found the sensor cannula was broken, found the insertion needle inside of the cannula. Unable to confirm if the customer received the sensor damaged due to the customer returned opened and used.